Event description:
It was reported that when a patient programmer was switched on, the light went on and wouldn¿t go off. It was noted that the programmer would not accept new settings. It was reported that a power on reset (por) occurred and was not successfully cleared. It was noted that the patient would be ordered another programmer, there were no patient symptoms related to the event, and the patient suffered no injury or adverse event.

Manufacturer narrative:
(B)(4).